Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the laser prompt fiber life multiple times, the error code that popped up stated that there was a problem with the connection of the foot switch, so the staff reconnected the footswitch, however, the fiberlife feedback appeared again, the laser went into standby mode. The physician tried to fire the fiber again, but a small piece of the metal cap appeared broken, the physician also mentioned that he was having troubles with the fiber's rotation. The procedure was completed with another fiber. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, np physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based in the information available the cause that contribute the reported event cannot be established.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the laser prompt fiber life multiple times, the error code that popped up stated that there was a problem with the connection of the foot switch, so the staff reconnected the footswitch, however, the fiberlife feedback appeared again, the laser went into standby mode. The physician tried to fire the fiber again, but a small piece of the metal cap appeared broken, the physician also mentioned that he was having troubles with the fiber's rotation. The procedure was completed with another fiber. There were no patient complications.